Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was prompting an unknown error message when he was attempting to test his blood glucose. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 9am, the patient reported he was seen by a home health visiting nurse and a blood glucose test was obtained, however he did not report the reading. The patient reported on (B)(6) 2012 at 8pm, a lab blood glucose test of "109mg/dl" was obtained. The patient reported on (B)(6) 2012 at 7am, the patient reported the alleged issue first started. The patient reported using oral medications with diet and exercise to manage his diabetes (type and dose unknown). On the day of the alleged issue the patient reported he did not make any changes to his usual diet, activity level or medications. The patient reported on (B)(6) 2012 at 5pm, he developed symptoms of "loss of sight and sweaty." However, the patient did not report any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the alleged issue occurred when placing blood on the strip. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue he developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.